Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the axium prime coil pushwire (lot no. B050660) found that the axium prime coil appeared to be detached from the pushwire. There was no implant coil or catheter returned with the pusher. Bends were observed at 25.0 cm to 49.0 cm from the proximal end. The ai to release wire crimps, coupler to ai crimps, and coupler to pusher tube weld are present and intact; indicative of mechanical detachment was not attempted. However, the pusher was found broken at the break indicator (manual detachment location) with the release wire pulling back; it appeared that the manual detachment was attempted at this location. The coin was not present against the lumen stop as it was pulling back. The coil shield was present and intact. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations and was found to be within specifications. Measured 0.080 mm @ 0.063 mm; measured 0.088 mm @ 0.127 mm; measured 0.097 mm @ 0.275 mm. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00274¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00460¿and found to be within specification (0.00455"+/- 0.00010"). All other subassemblies appeared to be normal. No other anomalies were observed. No other anomalies were observed. Based on the analysis performed, the axium prime coil was confirmed to have "premature detachment" issue as the pushwire was returned with the implant coil already detached. Based on the returned device, there was evidence of manual detachment attempt to detach the coil. The pusher was also found to be broken at the manual detachment location and retained by the release wire; with the coin pulled back from the lumen stop. The pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. Furthermore, the pusher was bent, indicative of high tortuosity. There was no malfunction of the pusher or non-conformance to specification identified that that led to the pre-mature detachment. Since the implant coil and detached element were not returned, any contribution of the implant coil and detached element to the premature detachment issue could not be determined. H6: method code updated to b19. Result code updated to c070601 and c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the second coil used during procedure had poor filling, and the physician was not satisfied after three adjustments. The anesthesiologist added medicine and the physician continued to fill the aneurysm afterwards. However, it was found that the coil could not be pushed, so they tried to retrieve it unsuccessfully. The coil ended up split in the body and a piece of push wire was left in the implant location. As a result a solitaire ab stent was used to press the push wire. There was no further surgical intervention taken as a result. The patient was undergoing treatment of an unruptured, saccular brain aneurysm with a max diameter of 3.5mm and a neck width of 3mm. There was no friction or difficult during delivery, no attempts were made to detach the coil, the physician did not rotate the pusher during procedure. It was noted that the patient's blood flow was normal and vessel tortuosity was moderate, and that the devices were prepared/flushed per the IFU. There were no further patient symptoms.